Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit and blank display. Customer's blood glucose at time of incident was 229 mg/dl. The customer stated the pump had a blank display. The customer was explained the battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised that we will send a replacement battery cap. It was explained to the customer the possible causes of blank display. The customer was advised to insert new batteries and display returned. The customer was advised to monitor pump.